Event description:
This report summarize <noe> 1  </noe> death event of  mitral valve re intervention for the sapien 3 for (B)(6) 2020.

Manufacturer narrative:
Supplemental report to add noe statement in b5 section, and provide d5, and h6 information.

Manufacturer narrative:
Exemption number e2016006, this report summarizes (B)(4) event of mitral regurgitation for the sapien 3 in the aortic position. The ¿time to event¿ (tte, in days) for this event was 178. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve is: 00690103194357. Mitral valve re-intervention in the follow-up period (in the absence of prosthetic cardiac valve thrombosis) will typically result from on-going or worsening regurgitation, valve degeneration related to  the formation of calcification or pannus, or valve migration. These events are identified in the product instructions for use (IFU) as potential risks associated with the use of the thv.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Another potential condition that may lead to re-intervention is patient prosthesis mis-match and/or under-expanded valves due to thv restriction from the existing valve frame. Incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Exemption number e2016006, this report summarizes 1 event of mitral regurgitation for the sapien 3 in the aortic position. The ¿time to event¿ (tte, in days) for this event was 0. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve is: (B)(4). Mitral valve re-intervention in the follow-up period (in the absence of prosthetic cardiac valve thrombosis) will typically result from on-going or worsening regurgitation, valve degeneration related to  the formation of calcification or pannus, or valve migration. These events are identified in the product instructions for use (IFU) as potential risks associated with the use of the thv.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Another potential condition that may lead to re-intervention is patient prosthesis mis-match and/or under-expanded valves due to thv restriction from the existing valve frame. Incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry alternative summary reporting (asr) adverse event submission for august 2020 data extract for aortic deaths for the sapien 3. August 2020 data extract includes data provided by acc for q1 2020 (january 1 ¿ march 31, 2020). This report summarizes 1 death event of mitral regurgitation for the sapien 3 for august 2020.